Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a carpal tunnel release procedure, while doing a running stitch, the device's needle broke in half. A new device was used to complete the case. There was no patient injury.